Manufacturer narrative:
Sample received by company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during multiple cataract surgeries, over one year, the phaco handpiece was not fully effective or did not work during phacoemulsification. Sometimes tightening the tip would resolve the issue and other times it did not. There was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for this product. This report is for the events occurred for over a year.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The root cause cannot be determined conclusively. (B)(4).